Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. The patient was treated with intraperitoneal (ip) vancomycin one gram, one dose only, ip gentamicin 10mg, four times daily for seven days, oral oflocet, 200mg once daily for ten days and intravenous rocephine one gram, once daily for five days. The patient was discharged five days after admission. At the time of this report the patient was recovered from this peritonitis event. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.